Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported via medwatch that while the introducer was being placed at the insertion site and over the guidewire, the nurse attempted to insert the introducer twice. On the third attempt and the second nick to widen the insertion site, she realized the guidewire had migrated inside the patient. She could feel the very end of the guidewire and stopped the procedure. This device does not include any type of guidewire clip identification that could be placed at the end of the wire to assist with monitoring the status of the guidewire while attempting to place the introducer or preventing it from migrating during this process.